Manufacturer narrative:
(B)(4). Date of event: only event year known: (B)(6). (B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 2 clips were noted to be jammed inside the shaft. In addition, the tyvek was returned along with the instrument. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the 2 clips jammed were confirmed and the advancer was found bent, 10 clips were found inside clip track. No conclusion could be reached as to what may have caused the clip jamming. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The device jammed during the procedure and the clip was not released. Use of another like device to complete the procedure. No patient consequences.